Event description:
It was reported that during placement in an iliac vessel, force was needed to pull the trigger back to unsheath the stent. The stent was placed without pt injury or further complications.